Manufacturer narrative:
(B)(4).

Event description:
Correction: high capture threshold was also noted. New information received indicates that within the range decreased lead impedance was noted prior to the procedure. The lead was capped and replaced. The patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an symptomatic patient presented with out of range high lv lead impedance via merlin.net. The patient is scheduled for lead replacement.